Event description:
It was reported that the nose of the aiming arm broke off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The material was received and investigated using the manufacturing and material documentation, and it was revealed that all specifications were met and conformed to. In addition, the break surface convinces a homogenous structure, which indicates defect-free material quality. The present case pertains to an article from 2006. It is evident that this aiming arm has been extensively used, and as such displays the associated damage. No product defect could be determined. A review of the device history record did not show conditions that could have contributed to the reported event.